Event description:
It was reported that the right atrial (ra) lead was exhibiting noise resulting in an inappropriate mode switch from the implantable pulse generator (ipg). The lead was capped and replaced while the ipg was explanted and replaced as it had reached the elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).